Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. During the evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's active exhalation control module and power management board were replaced to address the issues. The device's grey removable foam was not installed correctly, reinstalled foam correctly.